Event description:
It was reported that the patient experienced pain and swelling approximately 2.5 months after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: item name: unknown oxford tibial component; item#:unknown; lot#: unknown; item name: unknown oxford bearing; item#:unknown; lot#: unknown; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00376, 3002806535 - 2022 - 00377.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2,h6, h10 no products were returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for the review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.